Event description:
One of the prongs on the inside of the trial broke off during surgery and went inside the pt. All pieces were accounted for and removed.

Manufacturer narrative:
Instrument not returned, and lot number not made available.